Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/18/2024, it was reported by an arthrex subsidiary employee via email that an ar-2324bcc suture anchor, biocomposite swivelock c, 4.75 mm x 19.1 mm, closed eyelet broke during insertion inside the patient. All broken pieces were retrieved. This was discovered during a rotator cuff repair procedure. The case was completed with another ar-2324bcc with no patient harm.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged, swivelock, ar-2324bcc-2 serial/batch number (B)(6), was received for investigation. Visual evaluation noted that the sutures, bio, nor the eyelet was received for evaluation. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure is user error in applying excessive force during insertion. Dfu-0087-eo; revision 3 states the following: 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. 6. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket.